Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported patient was on third charger and was unable to charge the implantable neurostimulator (ins). The charger connects to the ins but after a few seconds it disconnects and searches, and cannot find or charge the ins. This happened with three chargers, some worked for a while then stopped. Manufacturer representative (rep) inquired on cause and next steps.

Manufacturer narrative:
B5 has been updated to include information previously captured in [old MFR report # 3004209178-2024-23973] as it was determined that this information pertains to this report instead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient tried to recharge it and was unable to do. They had been doing normally for a few months. Last tuesday manufacturer representative (rep) changed the recharger and the problem persisted. Rep also tried another controller but the problem persisted. Additional information was received. It was reported that it is believed that the problem is not in the ins. Additional information was received. It was clarified that the issue with the original recharger was the charger looked for the ins, found it and after 10 seconds disconnected and went back to searching. This happened frequently and did not charge the ins. The patient's original recharger is not being returned for analysis. Additional information was received. It was reported that so far it has been resolved. Patient has a borrowed charger (3rd one) that is working well.

Event description:
Additional information was received from a consumer via a manufacturer¿s representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use it was reported that patient had a failed recharger. The recharger had a very bad contact during charging, even thought it is showing that it has an excellent connection, it keeps stopping charging and takes a long time to return. It seems like it is some kind of bad contact. And no matter how they put it on the belt, it does not charge. Recharger will be replaced. Additional information was received. It was reported no cause determined. The patient has tried 2 different recharger systems, with no success. Either the rechargers were damaged or the ins is damaged. Not known. They have sent to the patient the third recharger system and patient succeed with the first recharge session. Issue resolved at this moment.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID wr9220, serial# (B)(6), product type: recharger. Product ID wr9220, serial# unknown, product type: recharger. Product ID wr9220, serial# (B)(6), product type: recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. The steps taken to resolve the issue included waiting for the technicians response to find out where the problem comes from. The issue was not yet resolved.

Event description:
Information was received from a patient via a manufacturer representative (rep) who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the battery was not charging, it has been off for a month and the symptoms return. They have already changed the recharge system as it was not working to charge the neurostimulator battery. They were on the second recharger which still doesn¿t charge. The recharger would find the neurostimulator battery but doesn¿t keep it, and starts looking again. No cause known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.